Event description:
Consumer reported complaint for hi blood glucose test results. The customer feels well and did not report any symptoms. Customer stated that morning she had felt very lethargic, and her heart was racing so she went to urgent care. Customer did not disclose any information except that they took blood, and they did not perform a blood glucose test. Customer obtained the true metrix go meter after her visit to the urgent care. The customer¿s expected blood glucose test result range was not provided. During the call, a blood test was (not) performed by the customer and produced test result of hi using true metrix go meter. The test strip lot manufacturer¿s expiration date is 07/21/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 02-jul-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value.